Event description:
It was reported when the patient presented to clinic during follow-up that the device was post-sensed t-wave oversensing. The patient received inappropriate therapy. Reprogramming recommendations were made. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.